Event description:
The user facility reported that they encountered an automated impella controller (aic) battery issue. There was a decreased battery on aic while ambulating, which alarmed to plug in immediately. The aic was only on battery power for 10 min. The next day, the aic had critical low battery alarms when unplugged and the following days continued to have battery issues.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report represents the aic (controller). Refer to section h10 for related report number 1220648-2025-46250, which represents the pump.

Manufacturer narrative:
Additional information has been provided in d6a and d6b. Corrected information has been provided in d4 (primary UDI number). The root cause of the "battery level low" alarm was most likely an erroneous trigger of the invalid data sample in the smbus communication between the pbm and the batteries. However, the specific component responsible was not determined.

Manufacturer narrative:
Correction e4 the investigation of the reported failure mode has been completed. Data analysis: the console logs did not show any battery level low (23) alarms. In the logs, however, multiple battery level low (23) alarms were observed, along with several false impella position alarms. Across the case, multiple battery level low and ac power disconnected alarms were seen. Battery data embedded in the lt log revealed incorrect value (a single sample) of the battery temperature was observed being sent from battery 1 and incorrect value (a single sample) of the battery full capacity was observed being sent from battery device analysis: the console was returned to field service for further investigation. The reported complaint could not be reproduced, even after the console was power cycled and operated with the pump and purge cassette for a couple of hours. Communication between the power battery manager (pbm) and the batteries was monitored, revealing no issues. Additionally, a visual inspection of the internal circuitry showed no abnormalities. Root cause: the root cause of the "battery level low" alarm was most likely an erroneous trigger of the invalid data sample in the smbus communication between the pbm and the batteries. However, the specific component responsible was not determined. Device history review: the device passed all the post sterile inspection checks.